Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device incision was not healing well after implant. A procedure was performed to clean the area and the incision is now healed. No additional adverse patient events were noted.